Manufacturer narrative:
A review of the device history records confirmed there were no quality issues noted throughout the incoming inspection of raw material components, manufacturing, in-process or final inspection processes. The actual device or photos were not returned for review. No sterile devices were received to date for review/testing. If samples or photos become available at a later time they will be evaluated/reviewed and the results will be included in the file. A follow-up report will be forwarded to you at that time. The needle detaching during use could be due to the suture material was not placed deep enough within the needle hole during the manufacturing process. It¿s also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture material allowing the suture to break free from the needle or excessive force is used when moving the device through the trocar, exceeding the strength of the attachment/suture strength, allowing the needle to detach from the suture. The ¿precautions¿ section in the IFU for the polypropylene device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension when running down knots, to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without reviewing the actual device/trocar used, magnified photos of the actual device/trocar used or receiving details regarding the preoperative preparation of the device(s), tools utilized to grasp the device, procedures performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The surgeon says the needle broke off from the thread upon entry into abdomen through the 8mm robotic trocar during the robotic ventral hernia repair. The needle then flew across the abdomen and they couldn¿t find it. They eventually found it via an x-ray.